Event description:
The customer contacted beckman coulter inc. To report some of the contents of the immunoprep test had leaked. Immunoprep rgt test contains three bottles (a, b, and c). Immunoprep a and c are considered to be hazardous to health. The leak was noticed during unpacking. The customer can not determine which reagent bottle had leaked. No damage is noted/apparent on the outer shipping carton. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds.

Manufacturer narrative:
Since this was not an instrument related issue, service was not dispatched however the customer was given credit. The root cause of the leak is unknown. (B)(4).

Manufacturer narrative:
(B)(4). This report was initially submitted to the FDA on 02/24/2012, however, it failed delivery; hence it is being resubmitted on 02/28/2012. A follow up 02 was submitted to capture the discrepancy in follow up 01. The information which was captured in follow up 02 has been captured in this report.